Manufacturer narrative:
The returned lead was thoroughly analyzed. The analysis found multiple signs of abrasion along the lead body. The insulation was massively damaged by squashing about 39 cm distal of the is-1 connector pin. This damage pattern is with high probability to be regarded the cause of the oversensing. The position and characteristics of the damage (squashing of the lead body) lead to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
It was reported that approx. 54 months after implantation, this lead was explanted due to oversensing.